Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were unable to be reproduced during evaluation. Air in line alarms were verified through a review of the event history log and found during a visual inspection to be caused by cracks on the ultrasonic tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.